Manufacturer narrative:
Date sent to FDA: 09/10/2020. Additional b5 narrative: it was reported that the patient underwent a hernia procedure on (B)(6) 2012 and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the hernia repair procedure in 2012 was epigastric.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure in 2012 and the mesh was implanted. It was reported that the patient has been in constant pain and discomfort, and a reoccurring hernia has caused further problems which now cannot be operated on. It was also reported that the patient experienced pain, discomfort, and debilitation. The device remains implanted. No additional information was provided.